Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was running at low rotations per minute (rpm's) and giving an e2 error right away. The assignable root cause was determined to be due to excessive force from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was ¿intermittently burring¿. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.